Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), h3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Please note that the patient had two implants and it was not clear which implant was impacted by the wireless recharger issues. The patient's second implant (ins 97810 microstimulator rechargeable / sn: (B)(6) was not system reported and has been included here for reference. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient's external device. It was reported that the patient's recharger was not recharging. They were not with patient during the call. They stated they previously spoke with the patient who confirmed they had the dock plugged in and green light was on. The dock was on a flat surface. They stated the patient reported seeing one green battery light indicator pulsing while it was seated in the dock and had been there for quite a while. The patient reported that nothing would happen when they pressed the power button. They were uncertain of the exact timeline for when this event started but did state they were first notified last week and reached out to patient last tuesday (on (B)(6) 2025) for this issue. They planned to speak to patient again tomorrow (on (B)(6) 2025) and asked what other troubleshooting methods were available. It was suggested that the patient try plugging dock into different outlets and confirming all connections were secure along with recharger being fully seated in the dock. The patient had 2 micro systems implanted. The caller was uncertain which implant was affected by recharger being unable to recharge. It was suggested that the patient try placing the recharger in the other dock to see if it would take a charge that way. It was also suggested that the caller call back if they needed assistance over the phone. If all troubleshooting failed, it was suggested that the caller replace the recharger and send it back for analysis. The rep was contacted to obtain the recharger and dock serial numbers. Additional information was received from a manufacturer representative (rep). The rep reported that the patient had contacted their physician¿s office on (B)(6) 2025 to inform them that they had a recharger that did not work. The office contacted the rep on the same day and asked the rep to call the patient. The rep called the patient, same day, but had to leave a voice message. The patient did not return a call. The rep called the patient for a second time on (B)(6) 2025 and the patient returned their call on the same day, but stated they were at work, so briefly spoke about placing the recharger on the docking station and letting it charge until they were able to speak. The patient stated they would message them a good day to talk the following week. On (B)(6) 2025, the rep called the patient and began trouble shooting techniques to investigate issue with the recharger. The patient stated the recharger did not charge after sitting on the docking station for multiple days. Only the first light indicator was blinking. The charging cable was good. The connection of charging cable to docking station was correct. The docking station green light was on. The recharger was positioned well on the docking station but would not charge. The recharger did not turn on when the power button was pressed. The cause was not known. A call was made to request a replacement of recharger. Additional information was received from the rep. The rep reported that the cause of the recharger not charging or powering on was not determined. The likely cause of the issue was noted as being "lifespan of recharger." The steps taken were noted as being "on (B)(6) 2025, plan to call [company] technical services to request replacement of recharger." The rep also noted that troubleshooting methods were performed which led to the determination that the recharger needs to be replaced. The rep reported the issue has not yet been resolved.